Event description:
It was reported to medtronic minimed that the customer experienced dose log/report data inaccuracy, leadscrew anomaly. The customer reported blood glucose value of 47 mg/dl. The customer reported hypoglycemia treated with glucose/carb intake. Customer reported the following led up to the event: the damaged inpen not recording the amount delivered caused customer to delivery an extra amount of insulin which lead to the low. The event involved product(s) mmt-105elgyna. During a test, three 5 unit doses were accurately recorded each time. Customer was advised to monitor. Customer reported inpen screw movement issue. Identified inpen screw does not move when injection/dose button is pushed. Inpen replacement initiated. Customer reported low bgs no further patient complications were reported. Mmt-105elgyna was requested and customer response was the device will be returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.